Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary segmentectomy robotic laparoscopic procedure, the surgeon was able to press the green button but cannot squeeze the handle. The reload did not fire. Another reload was used to complete the case. There was no patient injury.